Manufacturer narrative:
Section b2: correction - required intervention (medication) and hospitalization. Section h10: correction - manufacturer narrative checked. Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The patient ultimately underwent a pump exchange due to infection on (B)(6) 2020 (reference MFR # 2916596-2020-04103). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient contacted lvad services regarding oozing from the driveline after it got caught on a door handle. The patient then presented to the clinic on (B)(6) 2020 for CT scan and wound culture. The CT scan results were negative for collection and the wound culture was positive for staphylococcus epidermis. Per discussion with the doctor, cefadroxil (oral) was started indefinitely.